Manufacturer narrative:
It was reported the patient was put under conscious sedation for this intervention. The electrode remains implanted without issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the incision near the electrode tip was reopened, the electrode was better sutured to the fascia, and the incision was reclosed. Fluoroscopy had shown the electrode tip was pointing superiorly; no sensing issues had been noted, the restitching was performed to prevent any issues later. No additional adverse patient effects were reported.